Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that peritonitis was contracted requiring hospitalization on (B)(6) 2025 for medical treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of nausea and abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew bacteria corynebacterium striatum. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided) every 5 days and subsequently discharged from the hospital on (B)(6) 2025. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been associated with patient breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that peritonitis was contracted requiring hospitalization on (B)(6)2025 for medical treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2025 the patient was hospitalized with symptoms of nausea and abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew bacteria corynebacterium striatum. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided) every 5 days and subsequently discharged from the hospital on (B)(6)2025. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been associated with patient breach in aseptic technique.